Event description:
According to the info received, 48 hrs after placement, the catheter broke at the junction of the funnel/catheter. The patient had to be re-operated. Best estimate of date of event is 2007.

Manufacturer narrative:
Add'l info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed, if required.